Event description:
The hcp reported that the implantable neurostimulator implant site became infected. The patient was treated with antibiotics. The device was explanted. The hcp reported the patient outcome as 'ok'.